Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-12079, reference MFR report: 1627487-2012-12081. It was reported, the pt is feeling stimulation. It was also reported, his charger antenna is producing heat on the ipg pocket. The pt reports, he waits for the low battery icon before charging. The pt was advised to charge weekly, use the pouch and to stop charging if the charger becomes too hot. Note that this pt has two ipgs. It is not known which ipg, or if both ipgs are involved. Both ipgs are being reported. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.